Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 422 mg/dl. The customer reported that the blood glucose was running high due to needing to change out her infusion set, but she was not home and not able to do so. The infusion set was removed and the cannula was not bent. Insulin did exit with a manual prime. The infusion set will be replaced.